Event description:
It was reported that during a replacement, the physician thought the stimulator was not functioning correctly. The physician put the leads in 4-5 times and impedances were always greater than 10, 000 ohms. The physician used a new stimulator and the issue resolved. See MFR 3004209178-2014-13755 for issues reported for the patients replaced device. It was additional reported that the patient recovered with no sequelae.

Event description:
Additional information reported that the cause of the impedance issue was not determined. Lead fractures were not noted. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins to be functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.